Event description:
Patient was revised to address increasing ion levels. The liner was depuy product and was removed; however, we were not able to obtain any information about the head. Update: (B)(4). 2012 - litigation papers received. Added patients middle name and doi. Additionally, we added the femoral head due to allegations that patient had pain related to a depuy metal-on-metal implant. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot code 2798986. A search of the complaint database search finds two additional reported incidents against lot code 2775074 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
.

Event description:
Ppf alleges pseudotumor, dislocation with closed reduction, metal wear, metallosis and elevated metal ions. Stem was added to impacted product due to elevated metal ions. Patient identifier and patient code was updated. Added law firm and hospital name. Doi: (B)(4) 2009 - dor: (B)(4) 2011 (right hip) first revision

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is still under investigation.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor, dislocation with closed reduction, metal wear, metallosis and elevated metal ions. Stem was added to impacted product due to elevated metal ions. Patient identifier and patient code was updated.